Event description:
Information was received from a manufacturer representative regarding an intra-operative impedance issue. It was reported that electrode impedance tests were performed at 1.5v and 360pw and some combinations showed impedance values greater than 4000. When the lead was tested on its own, all showed good physical response. An implantable neurostimulator (ins) was being used for testing motor response, effective pairs or pairs that were currently high were set cycling at 3s on/3s off, and amplitude was increased with the physician programmer. Bellows and toe flick were present at nominal amplitude values and some pairs showed bellows but not all cleared. A second ins was tried and more values were found to be acceptable; 02 and 12 showed >4000 with the second ins and the manufacturer representative ran the program on 02 and got bellows. It was reviewed the manufacturer representative could run the same on 12 to see if those cleared. The manufacturer representative spoke with a doctor and agreed to close the patient. It was noted there was no difficulty inserting the lead and no visible damage to the lead. No symptoms were reported. The indication for use was unknown. No further complications were reported/anticipated.